Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was stopped helping them in (B)(6) 2010 and became painful for them. At that point, the patient stopped using the device therapy. The ins was then removed in (B)(6) 2014. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 37743. Serial# (B)(4), product type programmer, patient. (B)(4).